Event description:
Additional information was received from the patient. The patient reported that they didn¿t know what led to the battery depleting quickly and taking a long time to charge. There were no changes in his activity level and no new programming. There were no steps taken to resolve the issue. The issue was not resolved.

Manufacturer narrative:
Continuation of d11: product ID m943899a serial# unknown. Product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient charged the ins to 100% at night, and when he wakes up the ins will be down to 30% already. The patient said that charging would take too long and it took an hour and a half to go from 50% to 70%. The patient started a charging session on the call and was able to get excellent recharging quality right away and was set at recharge speed 4. The patient mentioned a rep tried programming the implant so it didn't deplete as fast. It was reviewed battery depletion depends on settings and usage. It was recommended the patient not check the controller while recharging and instead monitor progress by checking the green light at the top of the controller. It was mentioned the belt never worked for the patient so he didn't use it and puts the recharger directly on the skin. No symptoms or further complications were reported.